Manufacturer narrative:
Meibomian gland secretions had resolved and the patient had bcva of 20/20 in both eyes.

Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013. The clinic reported this event only and did not request field service or clinical support. There was no indication that the meibomian gland dysfunction secretions were caused by the laser.

Event description:
On (B)(6) 2013, customer reported meibomian gland dysfunction (mgd) secretions at 6 o'clock on patient''s right eye (od). Patient did not experience loss of best corrected visual acuity. Patient was prescribed predforte 1%. A flap lift and rinse was performed. On (B)(6) 2013, uncorrected visual acuity (va) was 20/counting fingers (cf) right eye (od) and 20/200 left eye (os). On (B)(6) 2013, best corrected visual acuity (bcva) was 20/20 od and 20/20 os.